Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "close door" was unable to be reproduced. A review of the event history log (ehl) revealed multiple occurrences of the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed close door error occurred upon device power up. There was no patient involvement. No additional information is available.